Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 7.2 cm fusiform abdominal aortic aneurysm approximately 30 months ago. The infra-renal angle was 67 degrees; the aortic neck was 20-26 mm in diameter and 20 mm long. The iliacs were mildly tortuous. It was reported that during the procedure, the top cap became caught on an uncovered stent. The physician tried to turn the device, to move it up and down to release the suprarenal struts but when doing this, the graft moved distally. The movement of the stent graft resulted in a proximal type ia endoleak; there was also 1,000 cc of blood loss and an occlusion of the contralateral limb which all occurred due to the difficulty in removing the device at initial implant. Investigator determined these events to be related to the device and procedure. The type I endoleak was resolved with the placement of an aortic cuff. It was reported nine days after the initial procedure the patient presented with signs of hypovolemic shock. An abdominal CT scan was done revealing an aneurysm rupture at the superior mesenteric artery. The physician performed an emergency laparotomy and branch coating. The event resolved and the patient recovered. The investigator assessed that this was not device or procedure related. No additional clinical sequelae were reported.

Manufacturer narrative:
(B)(4). Evaluation, results: related to operational context (sma aneurysm). Evaluation, conclusions: operational context contributed to event (sma aneurysm).